Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was under-fill or low draw of a tube with blood and erroneous results. The following information was provided by the initial reporter. The customer stated: "two new tubes showed an error in the equipment (flag) at the time of reading. We analyzed from the collection process to the entry into the equipment and the separation between elastomer and plasma is occurring normally, but as the flag happens in the equipment at the time of aliquoting and it was still not possible to understand what happened. Of the 20 samples observed, 2 showed the flag, one with a hematocrit level higher than normal (56.8) and the other arrived from the laboratory with a collection volume below the recommended level."

Manufacturer narrative:
The initial MDR # 9617032-2023-00225 was deemed non reportable and is being cancelled at this time.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was under-fill or low draw of a tube with blood and erroneous results. The following information was provided by the initial reporter. The customer stated: "two new tubes showed an error in the equipment (flag) at the time of reading. We analyzed from the collection process to the entry into the equipment and the separation between elastomer and plasma is occurring normally, but as the flag happens in the equipment at the time of aliquoting and it was still not possible to understand what happened. Of the 20 samples observed, 2 showed the flag, one with a hematocrit level higher than normal (56.8) and the other arrived from the laboratory with a collection volume below the recommended level."